Event description:
It was reported that the device reached unexpected longevity, lasting under four years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592, implantable pacing lead, (B)(6) 2004; 4193, implantable pacing lead, (B)(6) 2005. (B)(4).